Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2007. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician was unable to secure a lead into the cardiac resynchronization therapy defibrillator (crt-d) due to a suspected set screw issue. It was believed that the set screw was stripped. A new crt-d was chosen and implanted. No patient complications have been reported as a result of this event.